Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause of the reported issue is attributed to setup-related factors that affected the proper pump outflow pressure function.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/27/2025, it was reported by a sales representative via (B)(4) that an ar-6480 pump outflow pressure is not working. This occurred during use in a case with no patient effect. Resolved through tech support.